Event description:
Pt's original implanted device, medtronic kdr65 with leads 5076-52cm in atrium and 5076-58cm placed in ventricle. The pt returned for repositioning of ventricular lead after loss of consciousness and loss of ventricular capture. Again, the next day, ventricular lead became dislodged. The lead was removed and returned to the MFR. New 4068-58 ventricular lead implanted.